Event description:
A 2.5mm diameter x 15mm length s660 stent delivery system was inserted for treatment of an 80% stenosis in the mid left anterior descending right coronary artery. The lesion was eccentric, calcified and located at a bend. The left anterior descending artery was also tortuous. Initially direct stenting was attempted with another MFR's 2.5mm x 13mm stent and was unable to cross the lesion. The lesion was then predilated with 2.0mm and 2.5mm ptca balloons. Elastic recoil was experiened during predilation of the 2.5mm balloon due to calcification. The s660 stent was inserted and while the guide catheter was deep seated, the physician attempted to force the stent into the lesion, but the stent would not cross the lesion. Upon removal, the physician experienced difficulties in removing the stent. The stent came off the balloon and remained in the proximal left anterior descending artery appearing fractured.